Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.